Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The correct serial# for the pump is (B)(4) and the correct pump model is animas vibe insulin pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: investigation revealed call service (cs 078) alarms observed in the black box. The ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no errors, alarms or warnings during testing. Unrelated to the original complaint, the battery compartment was cracked. The display was dim and discolored. The pump was opened and moisture was found throughout. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #3: date of submission: 04/07/2017. Correction to serial #.